Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose level was over 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.